Event description:
It was initially reported that the physician's serial cable insulation was gone and the wires were exposed. The serial cable is still functional. There was no reported mishandling and the exposed wires were believed due to wear over time. Good faith attempts for product return have been unsuccessful to date.